Event description:
It was reported to philips that the device is not receiving any power after clinician accidentally pushed the emergency stop button in the control room. The device was in clinical use at the time of reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was performed by the customer and procedure which was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the device lost power after e-stop. Upon troubleshooting, fse found that estop button pushed accidentally so the hospital breaker was tripped. To resolve this issue, fse reset the breaker and restore the power to the system. After that, system was returned to use in good working order. The codes were updated based on investigation outcome.